Manufacturer narrative:
A root cause could not be determined with the information provided. Additional information for further investigation was requested but not provided. Possible root causes for this type of event are: air in the electrode or reference line or leaks or short circuits to the ground potential. However, these causes could not be confirmed with the information provided.

Event description:
The customer alleged they received questionable ion selective electrode sodium and potassium results for one patient on their integra 400 plus analyzer. The customer provided data for one discrepant sodium result. The patient's initial sodium result was 124 meq/l and it was released to the physician. The initial result did not match the clinical history of the patient and the physician asked for a confirmation of the result. The sample was repeated three times and the results were 137 meq/l, 137 meq/l, and 137 meq/l. After confirmation, the fourth result was reported to the physician. The patient was not adversely affected. The sodium electrode lot number was 33141 and the install by date was (B)(6) 20140. All the electrodes were replaced on (B)(6) 2014.

Manufacturer narrative:
This event occurred in (B)(6).